Event description:
It was reported that an intravascular ultrasound catheter (ivus) distal tip detached during a percutaneous coronary intervention (pci) procedure. The primary disease was an old myocardial infarction (omi). The lesion was 90% stenosed and moderate tortuous in the left anterior descending (lad) proximal. A guidewire was advanced to the lad proximal and an additional guidewire was advanced to lad first diagonal as a protection wire. Ivus was inserted and tracked without difficulties. At the time ivus was being performed, the guidewires entangled together; however, imaging run was completed without difficulties. When ivus catheter was removed from the patient's body, the physician observed that the catheter's tip had detached. The detached tip was found in the guide catheter's y-adapter (outside patient's anatomy) and removed. Procedure was continued with another ivus. Patient was reported to be in good condition.